Event description:
It was reported that during in-clinic interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a battery depletion (bd) message was observed. The battery status was noted to show 57 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) explained potential causes of the message. The patient denied any recent procedures, and is currently not followed through the remote home monitoring system. Technical services (ts) explained how to save a copy of device data, and requested the data be submitted for analysis, however, to date, a copy of device data has not been received. Additional information was received that the clinic plans to schedule a device replacement procedure on an unknown date. At this time, a procedure has not been scheduled. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during in-clinic interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a battery depletion (bd) message was observed. The battery status was noted to show 57 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) explained potential causes of the message. The patient denied any recent procedures, and is currently not followed through the remote home monitoring system. Technical services (ts) explained how to save a copy of device data, and requested the data be submitted for analysis, however, to date, a copy of device data has not been received. Additional information was received that the clinic plans to schedule a device replacement procedure on an unknown date. At this time, a procedure has not been scheduled. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a bd message was again observed for this s-ICD during a follow-up interrogation in-clinic. The battery status was noted to show 51 percent remaining. It was noted that the patient reported previously being exposed to magnets, and may have again been exposed to magnets. A request was made to have data from this device analyzed. Data analysis showed a temporary decrease in the battery voltage due to an unknown reason, which, resulted in the bd message. Further review of device data noted that the battery voltage has since recovered, however, did not recover to the original value. Device data did not show the cause to be related to magnet exposure, however, appeared to be related to an unknown device anomaly that has since resolved. Although the device was not actively depleting, device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during in-clinic interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a battery depletion (bd) message was observed. The battery status was noted to show 57 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) explained potential causes of the message. The patient denied any recent procedures, and is currently not followed through the remote home monitoring system. Technical services (ts) explained how to save a copy of device data, and requested the data be submitted for analysis, however, to date, a copy of device data has not been received. Additional information was received that the clinic plans to schedule a device replacement procedure on an unknown date. At this time, a procedure has not been scheduled. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a bd message was again observed for this s-ICD during a follow-up interrogation in-clinic. The battery status was noted to show 51 percent remaining. It was noted that the patient reported previously being exposed to magnets, and may have again been exposed to magnets. A request was made to have data from this device analyzed. Data analysis showed a temporary decrease in the battery voltage due to an unknown reason, which, resulted in the bd message. Further review of device data noted that the battery voltage has since recovered, however, did not recover to the original value. Device data did not show the cause to be related to magnet exposure, however, appeared to be related to an unknown device anomaly that has since resolved. Although the device was not actively depleting, device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a battery depletion error was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Detailed testing determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. Review of our quality system identified only one other emblem device that has exhibited this issue. We will continue to monitor field reports for similar behavior.

Event description:
It was reported that during in-clinic interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a battery depletion (bd) message was observed. The battery status was noted to show 57 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) explained potential causes of the message. The patient denied any recent procedures, and is currently not followed through the remote home monitoring system. Technical services (ts) explained how to save a copy of device data, and requested the data be submitted for analysis, however, to date, a copy of device data has not been received. Additional information was received that the clinic plans to schedule a device replacement procedure on an unknown date. At this time, a procedure has not been scheduled. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a bd message was again observed for this s-ICD during a follow-up interrogation in-clinic. The battery status was noted to show 51 percent remaining. It was noted that the patient reported previously being exposed to magnets, and may have again been exposed to magnets. A request was made to have data from this device analyzed. Data analysis showed a temporary decrease in the battery voltage due to an unknown reason, which, resulted in the bd message. Further review of device data noted that the battery voltage has since recovered, however, did not recover to the original value. Device data did not show the cause to be related to magnet exposure, however, appeared to be related to an unknown device anomaly that has since resolved. Although the device was not actively depleting, device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.